Manufacturer narrative:
The field service representative checked the instrument and replaced the valve manifold kit and the valve syringe (rohs) for resolution of this issue. A review of the service history for the analyzer identified no contributing factors to the current complaint. There have been no subsequent contacts from the customer regarding discrepant results since the parts were replaced. The architect system operations manual provides adequate information, and troubleshooting concerning erratic/discrepant results. A review and search for similar complaints with regards to discrepant patient results identified no adverse trends of the replaced parts. A review of the architect i2000sr tracking and trending data revealed no adverse trends associated with the erratic result described in this complaint. The architect i2000sr erratic result rate is within acceptable limits with no trends identified. No product deficiency was identified.

Manufacturer narrative:
Patient identifier of multiple is ids (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) architect (B)(6) igg on 2 specimens that repeated (B)(6) on the architect i2000sr. ID (B)(6) generated (B)(6) ((B)(6) s/co on (B)(6) 2019) but repeated (B)(6) ((B)(6) s/co). ID (B)(6) generated (B)(6) ((B)(6) s/co on (B)(6) 2019) and repeated both (B)(6) ((B)(6) s/co) and (B)(6) ((B)(6) s/co). No specific patient information was provided.